Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump and the touchscreen cracked. Reportedly, the touchscreen was pixelated, illegible, and the pump was not functional. The customer's blood glucose level was 130 mg/dl. It was indicated that the customer would administer manual injections as alternate insulin therapy.